Manufacturer narrative:
The field service engineer (fse) observed that the analyzer rinsed the probe/needle while over the sample tube instead of above the rinse bath; and the autoloader horizontal traverse guide bar would bind. The fse performed extensive troubleshooting which included cleaning and lubricating all linear shafts (guide rod) to resolve this issue. The fse ran controls to verify proper instrument operation, all within specification. No further issues were observed. (B)(4).

Event description:
The customer reported observing fluid on sample tube caps after they are run on the coulter act diff 5 autoloader (al) hematology analyzer. The customer verified that personal protective equipment (ppe) consisting of gloves, gown, and goggles were worn at the time of the event. There was no report of direct contact with the leak. No erroneous results were generated in connection with this event. A field service engineer (fse) was dispatched to the site to evaluate the analyzer.